Event description:
It was reported that the lead exhibited diminishing r-waves. The sense/pace portion of the lead was capped and replaced; the defib portion remains active.

Manufacturer narrative:
No medwatch form was received.